Manufacturer narrative:
The investigation found no damages or defects that would result in a failure to deliver insulin. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The device was found to deliver insulin as intended. The pod data shows the device generated a single false open in the rotational sensor data. The single false open did not impact the device's ability to deliver insulin. Contamination was observed on the commutator cap. The device sustained damage during the initial downloading process which prevents it from being rerun. Without a rerun the exact cause of the observed rotational sensor abnormality could not be conclusively determined. The cause of the commutator cap contamination could not be determined. The observed contamination and rotational sensor abnormality did not contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient¿s blood glucose levels increased to above 500 mg/dl after an unspecified duration of pod wear on the abdomen. The legal guardian reported living near a hospital where they are well known, which prompted them to go to the emergency room. The legal guardian stated that they only presented to the emergency room to confirm whether the pod should be removed. No medical diagnosis or treatment was reported. A new pod was placed, and the patient successfully resumed therapy. The device was returned for investigation, and internal component contamination was identified.